Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm abdominal aortic aneurysm. It was reported that the left iliac limb pulled up into the sac and resulted in a type ib endoleak. The patient had an intervention and the limb was extended to the left hypogastric. No endoleak was observed on the final angiogram and the limb was seal. This reportedly resolved the event. The physician stated that the cause of the event was due to patient anatomy; specifically, that the iliac artery dilated with age beyond the diameter of the limb. No additional clinical sequelae were reported and the patient is fine.